Event description:
PICC line insertion- line looped back during advancement and would not pull back.

Event description:
3600800000-2005-8001 - the device was returned to the manufacturer, and the evaluation has been completed. The complaint is inconclusive due to the condition of the complaint sample.